Event description:
Nurse in class to learn IV insertions of catheter into nurse #1 l arm. Nurse c/o "feeling funny" during insertion and flush. C/o sore throat, "closing feeling of throat," had lump in r side of head "ulcer developed in mouth," c/o sob. Catheter removed, epinephrine given and nurse sent to ER. All sx resolved. Was given benadryl and sent home. Nurse has hx of latex sensitivity, rn inserting catheter had latex gloves on, ns used, flush has latex septum.